Event description:
It was reported that the patient had an overstimulation sensation. The patient stated she bent over to get something and her implant 'turned on.' The stimulation sensation was on 'very high' and caused discomfort. The patient said it was worse when she stood and was batter if she was bending down or sitting. The patient was trying to find the programmer to turn her implant off, but then said she had her stimulation off. It was unclear if the device was still 'on' after the incident. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748910, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7434a, serial# (B)(4), product type programmer, patient; product ID 3887-45, lot# v449126, implanted: (B)(6) 2011, product type lead. (B)(4).